Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This MDR was submitted on (B)(4) 2010; however, due to a failed acknowledgement 3, this MDR is being resubmitted on (B)(4) 2010.

Event description:
The customer reported to baxter (B)(4) a chemo aid add-a-line that had a leak. According to the report, when spike is introduced to the viaflo bag the spike breaks and when chemotherapy is added in valve, it starts leaking or breaks. There is no patient injury or medical intervention associated with this event. This is report 1 of 10 of the same reported problem from this facility. No additional information is available.